Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device is still implanted.

Event description:
Healthcare professional reported left-side capsular contracture, baker grade IV and exchange from textured to smooth due to the concerns of the product. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: one opening on anterior side assessed as surgical damage. White calcification on the shell is observed. Crease fold is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d.6.b, d9, h3, h6.